Event description:
The user facility reported that the subject device had reportedly been used in three pts that developed infections after having an ercp. The pt referenced in this report was said to have been examined with the subject device and later developed a liver abscess. The pt was re-admitted following the initial examination, was treated with antibiotics, and has been discharged.

Manufacturer narrative:
Olympus followed up with the user facility and was informed the pt developed abdominal and joint pain, and was diagnosed with a liver abscess following examination with the subject device. The pt was provided several antibiotics including tobramycin. The pt underwent drainage of a liver abscess on (B)(6) 2010, had a shoulder synovectomy performed the same day, and was subsequently discharged on (B)(6) 2010. The user facility also reported that no microbiological testing of the endoscope had been performed. The subject device was sent to an independent third-party microbiological laboratory for culturing and sterilization. Initial laboratory results confirmed the device was negative for microbial growth, and a final report is pending. The device has not yet been returned to olympus from the independent laboratory for physical eval but is expected to be returned within the next few days. Once a physical eval has been completed, a supplemental report will be provided. An olympus endoscopy support specialist has been dispatched to provide the user facility in-service training on appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution. This is one of three reports said to involve the same endoscope. See also MFR #s 8010047-2010-00200 and 8010047-2010-00201.